Manufacturer narrative:
Follow-up #1: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 9 instances of cs 052/053/054/055 sleep failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 46 allegations of a malfunction, 33 pumps were returned to animas and investigated. Of the investigated pumps, 4 were found to be malfunctioning due to a torn transceiver flex cable. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 46 malfunction events. A review of the events indicated that the one touch ping model pump experienced a cs 052/053/054/055 sleep issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-74 years of age and between 23 and 240 pounds. Of the reported patients, 22 were male, 24 were female.